Event description:
It was reported that during an implantable cardioverter defibrillator change out the replacement device and right ventricular lead exhibited high lead impedance measurements. The lead was capped and the replacement device was not used, both were replaced. There were no adverse outcome to the patient. The patient's condition was stable before, during and post procedure.

Manufacturer narrative:
The reported field event of impedance anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.